Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the circuit board was corroded by the liquid that entered the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, the reported phenomenon occurred since the circuit board of the subject device was broken. The exact cause of the circuit board failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with subject device, the image of the subject device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with clv-s190.